Manufacturer narrative:
Result: worn gill brake plate kit.

Event description:
It was reported by svc report that the brakes were not holding at the foot-end. No pt involvement or adverse consequences were reported.